Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): inner insulation breached, the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner insulation had cosmetic metal ion oxidation, the middle insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic metal ion oxidation, the inner insulation was breached and had metal ion oxidation, the middle insulation was breached and had metal ion oxidation, the outer insulation was breached and had metal ion oxidation and there was blood in/on the helix/lobe mechanism; partial lead in segments returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.